Manufacturer narrative:
Date received by MFR: 27nov2019. The support service performed an evaluation and confirmed the reported problem. The support service replaced the graphical user interface (gui) to resolved the issue. Performed the repair to the specified requirements and unit passed required test performance verification successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
The customer reported the touchscreen was not working. There was no patient involvement.